Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting that his insulin pump was alarming weak battery and the display was blank. Customer's blood glucose level was 54 mg/dl. She disconnected from the device and ate food to treat. The device was not bumped or dropped. It was not exposed to moisture. Customer is using duracell alkaline batteries. The battery cap and compartment were not damaged. Customer inserted a new battery. The alarm was cleared and the display came back. The batteries were out of the device longer than allowed. Customer called back later saying that her device turned off after inserting a new battery. Her blood glucose level was 200 mg/dl. She received a low battery alert before the device shut down. The battery cap was not loose or damaged. Customer was advised that the device needs to be replaced, and to discontinue its use and revert to a back up plan. Nothing further reported.